Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow button was intermittently responding to button presses. The patient reported that the issue resolved prior to the call. The patient reportedly wore the pump attached to a belt and cleaned the pump with a cloth. This report is made based on the allegation of a keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons and the contrast button responded normally. During investigation, evidence of contamination was found under the contrast, up, and down arrow button key contacts.